Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with flat back syndrome. Status post previous anterior lumbar inter-body fusion of l4-5. Status post lateral inter-body fusion l3-l4. Status post collapse at the l3-l4 with lumbar loss of lordosis. The patient underwent the following procedures: pedicle subtraction osteotomy of the l3 vertebral body. Transforaminal lumbar interbody fusion at l5-s1. 3. Removal of instrumentation at l3 and l4, bilateral. Posterior spinal fusion t11 to the sacrum. Posterior instrumentation t11 to pelvis. Placement of pelvic fixation with iliac bolts. Placement of anterior interbody device at l5-s1. Use of cancellous allograft and bmp l5-s1 throughout. Revision of lumbar decompression in addition to that required for placement of the interbody device at l5-s1. Revision decompression l2, l3 and l4 with bilateral hemilaminectomy. Revision of intrathecal pain pump. As per-op notes, ¿the disc space l5-s1 was packed with copious cancellous allograft and bmp.¿ patient presented with advanced lumbar degenerative disc disease with degenerative scoliosis. Complex regional pain syndrome. End of life intrathecal pump. Malfunctioning intra-thecal catheter. The patient underwent the following procedures: osteotomy l3 vertebral body. Tlif l5-s1. Psf t11-ilium. Removal of malfunctioning intra-thecal catheter. Removal of end-of-life intra-thecal pump. Implantation of intra-thecal pump. On (B)(6) 2014: patient underwent CT of lumbar spine due to history of scoliosis. Impression: extensive fusion. Some fusion rods have changed as compared with that on (B)(6) 2010. No evidence of pseudoarthrosis. Patient underwent CT of thoracic spine due to history of scoliosis. Impression: no evidence of pseudo-arthrosis. Calcified disc at t10/11. Spinal hardware seen in lower thoracic line area. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.